Event description:
It was reported that the user was unable to lock the infusion connector into the ilet, as the connector could be pulled out after attempting to turn it into the locked position; remote guidance identified that the connector ¿fin¿ had been positioned at 12 o¿clock before the connector was fully seated, and the user was guided to seat at 9 o¿clock and then rotate to 12 o¿clock to lock, after which the connector secured properly. Customer care provided support that included remote visual assessment with user education on the lock and unlock positions. Investigation of this case revealed user technique error during connector attachment, with the device functioning as designed once properly seated and locked. Blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper attachment and use.